Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The main printed circuit board was replaced as a preventive. The keyboard lock button dome was collapsed, the device intermittently locked and unlocked causing it hard to adjust. Contamination was found throughout the device, the upper and lower case halves, both bail covers, ring cover, main seal, two case screws and battery drawer. Both battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. The device passed final testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing delivery from the external pulse generator (epg) was unstable during a procedure. A different epg was used to complete the procedure. The epg is expected to be returned. No patient complications have been reported as a result of this event.